Manufacturer narrative:
Device disposition not presently known.

Event description:
The manufacturer was notified of the following event via an academic article titled "thrombocytopenia after aortic valve replacement: comparison between sutureless perceval s valve and perimount magna ease bioprosthesis." It was reported that one patient died prior to discharge from the hospital following a perceval valve implant. The cause of death was not reported, and there was no indication of whether the event was valve-related.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event. As the serial number remains unknown, no investigation can be conducted and the root cause of the event cannot be determined. This event was reported in a conservative manner due to the patient outcome. However, there is no indication that the patient's death was device related. Unable to follow up; not returned.